Manufacturer narrative:
The insulin pump passed all functional testing including displacement, operating currents, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No failed battery alarm and no motor error alarm noted during our testing. The motor passed the motor test. The insulin pump was received with cracked case at the display window corner, broken reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's wife reported via phone call that the insulin pump had a motor error alarm and a failed battery test. Blood glucose level at the time of the incident was not provided. The caller reported that the customer had recent blood glucose levels up to 574 mg/dl, which was treated with a bolus. Caller also reported blood glucose levels of 402, 417, and 535 mg/dl. During troubleshooting, the caller stated that the reservoir compartment appeared to have deteriorated. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.